Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of solution temperature high (m69 alarm), characterized by abdominal discomfort, which warranted hospitalization. The patient¿s discharge diagnosis, and the definitive etiology of the serious adverse events are unknown; therefore, causality cannot be firmly established. It should be noted that an inability to obtain additional information precluded a more in-depth investigation. Based on the limited information available, the patient¿s liberty select cycler cannot be disassociated from the serious adverse events. Given the lack of follow-up information regarding the hospitalization, the patient¿s reported abdominal discomfort, the reported liberty select cycler alarms, and no manufacturer evaluation/investigation of the suspect device. The liberty select cycler cannot be excluded from having a possible causal or contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on 2/mar/2023. The patient contact reported the dialysate bags were ¿too hot¿ (m69 alarmed appropriately) and patient was feeling discomfort while filling. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., hospital records, discharge summary, patient demographics, treatment data) have proven unsuccessful. The cycler is available to return for analysis.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler was found to have insect infestation, the cycler will be quarantined. The cycler passed the temp test, heater test and heater calibration diagnostics checks. Simulated treatment post-ast 2 hour 15 min 8500 ml test was performed and completed. No fluid leaks in the test cassette during the treatment test. Heater safety test passed the internal inspection found that there were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. Device history record review ¿ problem report (p/n: 510339) solution temp hi alarm-- not confirmed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
Follow-up information was received from a pdrn. The documents state the patient complained of feeling weak and tired approximately 48 hours prior to admission on (B)(6)2023. Once admitted, the patient was diagnosed with a gastrointestinal bleed (gib), the cause and treatment of which was not provided. The patient reportedly continued to undergo pd therapy while hospitalized and has since recovered from the serious adverse events. The patient was discharged home (date not provided) and resumed ccpd therapy utilizing the replacement liberty select cycler without reported issue. Per the response, it is unknown if a device(s) and/or product(s) caused or contributed to the serious adverse events.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, the ¿solution temperature high¿ alarm, and the serious adverse events of weakness, lethargy, abdominal discomfort, and gib, which warranted hospitalization. The definitive etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. However, it should be noted that gastrointestinal complications are known to commonly occur in renal failure patients. One of the most common being gastrointestinal bleeding. Based on the limited information available, the patient¿s liberty select cycler cannot be disassociated from the serious adverse events. Given the patient¿s abdominal discomfort, weakness, lethargy, gib, lack of causality and no manufacturer evaluation/investigation of the suspect device/m-69 alarm, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Follow-up information was received from a pdrn. The documents state the patient complained of feeling weak and tired approximately 48 hours prior to admission on (B)(6) 2023. Once admitted, the patient was diagnosed with a gastrointestinal bleed (gib), the cause and treatment of which was not provided. The patient reportedly continued to undergo pd therapy while hospitalized and has since recovered from the serious adverse events. The patient was discharged home (date not provided) and resumed ccpd therapy utilizing the replacement liberty select cycler without reported issue. Per the response, it is unknown if a device(s) and/or product(s) caused or contributed to the serious adverse events.